Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the small battery drive device bottom trigger was found to be sticking, the trigger and guide sleeve were corroded. It was also observed that the device failed pretests for oscillation angle check - slow oscillation (step 80), switching check - switching slowly (step 90), trigger and electronic control unit (ecu) function check - trigger sticking. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning methods. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during testing, it was observed that the small battery drive device was responding slowly. During in-house engineering evaluation, it was determined that the bottom trigger was sticking. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.